Event description:
On (B)(6) 2014, the lay-user/patient contacted lifescan (lfs) USA, alleging that the onetouch ultra2 meter is giving inaccurate erratic readings of ¿133 and 49 mg/dl.¿ the complaint was classified based on the customer care advocate (cca) documentation. The patient manages his diabetes with a set amount of insulin. The inaccurate issue began around (B)(6) 2013. Based on the lfs meter reading, the patient took his usual dose of insulin and subsequently passed out and required hcp treatment at the time of concern. The patient could not provide any details of the alleged hcp treatment. Troubleshooting revealed the reported readings of ¿133 and 49 mg/dl¿ were taking more than 20 minutes of each other. The unit of measurement was correctly set. The blood readings were taken from approved sample site. This complaint is being reported because the patient passed out while he managed his diabetes with the lfs product. It was inconclusive that a product malfunction was associated with the alleged incident as the reported readings were performed more than 20 minutes of each other. The lfs product was replaced and requested back for investigation.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ ((B)(6) /2014): the patient¿s meter has been returned and evaluated by lifescan product analysis on (B)(4) 2014, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.